Event description:
Reportedly, the surgeon fired the instrument completely squeezing the handle, he opened it two full turns, the anvil tilted but he had difficulty removing the instrument as it appeared the knife did not completely cut. In removing the instrument, the staple line was disrupted or tore because it had not been cut. As a result, the surgeon had to hand sew and repair by hand adding 2 hours to the procedure according to the surgeon. Procedure: rectal sigmoid resection.